Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the anchors/connectors broke and the soft liner also has weird black mold and fractures.

Manufacturer narrative:
Correction was made in section d4. Device evaluation has been completed; following is the device analysis conclusion: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - there was a small fracture on tray in the area that was behind one of the anchors delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration where there were black spots observed on the trays. General cleanliness - the returned device appeared to be not clean. It was observed that anchors and connectors were not broken off of the device and remained intact. Root cause description the root cause could not be determined. A potential root cause for the fracture could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. A potential root cause for the black appearances on the device could be due to how the device was maintained. No additional information was provided regarding how the patient handled and maintained the device. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "before inserting the device" under the maintenance care and storage guidelines section: "brush and floss the teeth, then thoroughly rinse the mouth and the device with clean water. If the patient uses mouthwash at bedtime, patient must thoroughly rinse the mouth with water afterward. All traces of mouthwash must be rinsed out of the mouth." IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "after using the device" under the maintenance care and storage guidelines section: "1. Clean by using a 3.8% or less, peroxide-based appliance cleaner, according to instructions on box. 2. Thoroughly wash the inside and exterior of the upper and lower splints with cool, clear water. 3. Shake off excess water and allow to air dry. 4. After the cleaned devices is completely dry, store the device in its storage case." IFU-7322 rev 7 (silent nite (english)) contains the following statement in the "precautions" under the maintenance care and storage guidelines section: "do not soak the device in mouthwash, denture cleanser. Hot water (>50 c) or alcohol. Do not wash the device with soap, toothpaste, or mouthwash. Do not dry the device with a blow dryer. Do not store in direct sunlight." Manufacturer internal reference number: (B)(4).